Manufacturer narrative:
Returned to manufacturer: date was corrected to 23-jun-2017 from 26-jun-2017. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found the lens torn in three pieces and portion of a haptic missing. (B)(4).

Event description:
The reporter stated that a cc4204a collamer single piece lens, +24.5 diopter, created posterior capsule rupture without vitreous loss. The posterior rupture was noticed during lens insertion, no vitrectomy was performed since there was no vitreous loss. The reporter stated that there was no patient injury. A different model lens was implanted with no issues.